Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, decubitus due to erosion was noted near the device pocket. The scar tissue was removed and the device was relocated. A swab culture was performed, however, no infection was discovered. The patient was stable.